Event description:
It was reported the brk needle skived the material of the dilator of swartz braided sl2 introducer and the physician questioned whether this could be a cause of blood clots.

Manufacturer narrative:
We are awaiting return of the device. A follow-up report will be submitted once our investigation is completed.